Event description:
It was reported that the jaw would not open after firing. The surgeon finally opened the jaw with a surgical instrument, the cartridge separated into plastic part and the metal part. The case was completed with same like device. There was no patient consequence.